Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection, including the use of magnification, did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, and clamp function testing were performed with no issues. The reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a pd transfer set that disconnected from a minicap and subsequently developed peritonitis coincident with peritoneal dialysis (pd) therapy. The disconnection was further described as the minicap fell off of the patient's pd transfer set (no further details were provided). The patient was hospitalized for the event. Treatment was not reported. On an unreported date, the patient's pd transfer set was changed. No further information was provided regarding the outcome of the peritonitis event or whether pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). On an unreported date during the hospitalization, the patient was treated with unspecified medication (dose, frequency, duration and route of administration not reported) for the event of peritonitis. The patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.